Event description:
The user facility reported a 77-year-old male patient was scheduled for impella 5.0 implant for mechanical circulatory support. Following insertion, it was documented that the pump was unable to advance through the bifurcation at the aorta and subclavian artery. After attempts to manipulate positioning failed, the pump was removed, and a kink occurred near the motor. An impella cp pump was subsequently placed for patient support. There was no patient harm resulting from the delivery issue.

Manufacturer narrative:
The impella device was not returned for evaluation. An investigation into the noted allegation was completed. Based on the provided information, it was determined that the delivery issue was caused by the patient's anatomy/condition. Should additional relevant information become available, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.